Event description:
It was reported that the ventilator generated a technical error indicating a missing fixed battery module during a pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. No goods were replaced and no device logs were returned. Our field service engineer discovered during his visit on site that the reason to why the battery module was disconnected, and to the reported technical error during pre-use checks, was a missing battery retaining nut. A new nut was attached which solved the problem. The ventilator was returned to service. It has not been determined how the retaining nut came loose.

Event description:
(B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.